Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the cord of the system controller was broken where it was attached to the battery clip. The patient underwent controller exchange due to this issue. It was noted that the patient was not careful with his equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the white power cable strain relief was confirmed via submitted images. The heartmate 3 system controller serial #: (B)(6) was not returned for analysis; however, images were submitted for review confirming the damage to the strain relief of the white power cable. Additional information communicated on 15jun2022 indicated that the heartmate 3 system controller serial #: (B)(6) would not be returning. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.